Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a loss of radio frequency (rf) telemetry, causing a failure to transmit data. The event was resolved by resetting the device. The patient was in stable condition with no adverse events.